Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit broke after surgery, during the cleaning process. No reported patient involvement. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4): device history review: manufacturing location: (B)(4) - manufacturing date: may 10, 2012 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation: manufacturing evaluation: the investigation has shown that the blue handle is cracked and therefore it got detached. The tip of the drill bit is broken and the regular twist had been straightened. It is likely that a mechanical overload situation has led to these damages. The articles were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. The review of the manufacturing documents revealed that the present instruments were manufactured in may and august, 2012 according to the specifications. Manufacturing and inspection records indicated no problems with the lot in question. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient was involved in this event. No information will be reported. Device is an instrument and is not implanted/explanted. Device was returned to manufacturer for review/investigation on (B)(4) 2014. Device is not distributed in the united states, but is similar to a device marketed in the USA. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. The lot number provided could not be verified; therefore, further investigation cannot be performed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.